Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device was checked post implant procedure prior to discharge. Device interrogation revealed that the atrial lead was sensing and pacing in the ventricular chamber. A chest x-ray was performed to confirm atrial lead dislodgement. On (B)(6) 2021, the atrial lead was repositioned. Patient condition was stable before, during, and after the procedure.